Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast reconstruction with 350cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. Connective tissue pain, inflammation, loss of function in joints/extremities, dry airs, and hair loss were reported. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-00824 for contralateral prosthesis report.